Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. The customer did clean, disinfect, and sterilize the device before sent it to olympus. There were no abnormalities in the accessories used for reprocessing. The customer did wipe/brush the distal end with clean lint-free cloths, brushes, or sponges. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material on the nozzle and plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it could not be definitively determined what foreign material was in in the nozzle of the distal end section. There was no damage to the area where the foreign material was detected, and reprocessing was performed according to the instructions for use (IFU). Therefore, the cause of the material remaining in the device could not be determined. The subject events can be detected and prevented by implementation in accordance with the below instructions for use. Instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject events. Olympus will continue to monitor field performance for this device.